Event description:
The pt experienced pain. An x-ray (date not reported) revealed the catheter was dislodged. The catheter was replaced. The pt recovered without sequela. The device system was used to deliver morphine sulfate.

Manufacturer narrative:
Catheter.